Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A caller reported a customer had bleeding after applying the adc freestyle libre sensor. Furthermore, the customer had hcp contact and had "two needles and another long fiber" removed from her arm. The hcp then treated the customer by cleaning the sensor site area, applying an unspecified cream, and wrapping the arm with a bandage. The customer was also given an unspecified cream to help "ease the pain." There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a customer had bleeding after applying the adc freestyle libre sensor. Furthermore, the customer had hcp contact and had "two needles and another long fiber" removed from her arm. The hcp then treated the customer by cleaning the sensor site area, applying an unspecified cream, and wrapping the arm with a bandage. The customer was also given an unspecified cream to help "ease the pain." There was no report of death or permanent injury associated with this event.